Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Manufacturer narrative:
According to the journal article, "hero-the last resort measure- single center series and review of literature" a (B)(6) year old patient who had been on dialysis for 7 years received a hero graft on (B)(6) 2014 due to bilateral central vein occlusion. The patient had greater than 5 previous surgeries and a bmi of (B)(6). The hero was placed in the right internal jugular vein. The patient developed steal syndrome due to severe peripheral arterial disease. After banding, the graft was removed due to infection.multiple attempts were made to acquire additional clarification regarding the reported event however all were unsuccessful.possible lot numbers were identified which could have been involved in the event. All potential lot numbers were reviewed by quality assurance/ quality control (qa/qc), and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record.the hero graft instructions for use (IFU) lists vascular insufficiency due to steal syndrome as a potential complication that ranges from 2.6% to 3.8% with hero, and 3.8% in avg. Steal syndrome is not unique to hero graft and is a well-known complication of arteriovenous (av) access conduits; fistula, prosthetic, biologic and xenograft inclusive. Banding procedures are well established treatments to relieve the steal syndrome, as was done in this situation.the hero graft instructions for use (IFU) lists infection as a potential complication. Infection is a known complication of prosthetic arteriovenous (av) grafts. A graft infection can be clinically managed via surgical explant, as was done with this patient. The infection was also identified after the banding procedure, and without more information from that procedure, it is unknown whether the definitive source of infection was the hero.

Event description:
According to the journal article, hero- the last resort measure- single center series and review of literature, a (B)(6) year old patient who had been on dialysis for 7 years received a hero graft on (B)(6) 2014 due to bilateral central vein occlusion. The patient had greater than 5 previous surgeries and a bmi of (B)(6). The hero was placed in the right internal jugular vein. The patient developed steal syndrome due to severe peripheral arterial disease. After banding, the graft was removed due to infection.

Event description:
According to the journal article, hero- the last resort measure- single center series and review of literature, a (B)(6) patient who had been on dialysis for 7 years received a hero graft on (B)(6) 2014 due to bilateral central vein occlusion. The patient had greater than 5 previous surgeries and a bmi of 44. The hero was placed in the right internal jugular vein. The patient developed steal syndrome due to severe peripheral arterial disease. After banding, the graft was removed due to infection.